Event description:
During a paroxysmal atrial fibrillation procedure, a polarsheath was selected for use. It was reported that the sheath kinked during insertion into the femoral artery. The patient was obese, weighing 130kg. The procedure was cancelled due to the difficulty.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation procedure, a polarsheath was selected for use. It was reported that the sheath kinked during insertion into the femoral artery. The patient was obese, weighing 130kg. The procedure was cancelled due to the difficulty. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. A field insertion test was performed with the returned polarsheath and a known good polarx device. No issues were observed, and no unusual resistance was felt during insertion. The reported event was not confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.